Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch meter displayed an "error 3" message and, currently, would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 weeks prior to contacting lfs. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. The patient denied developing symptoms due to the alleged issues; however, reportedly visited her physician's office and obtained blood glucose results "greater than or equal to 500 mg/dl" with the physician's meter. No additional treatment was specified. The alleged issues were not resolved at the time of troubleshooting. This complaint is being reported because the patient was unable to test her blood glucose due to the reported issues and claims she obtained blood glucose results which were "greater than or equal to 500 mg/dl" with another device.